Manufacturer narrative:
During service, the field service engineer (fse) evaluated the instrument and replaced multiple components including the wash collar waste valve, hamilton valve and reagent syringe to resolve the issues. No further instrument errors were generated or leaking observed. Instrument resumed operation. (B)(6).

Event description:
The customer reported getting a cartridge chemistry cuvette not dry before first dispense error and a leak on their unicel dxc 600i synchron access clinical system. A small amount of leaking fluid was contained within the tray under the reagent probes. The operator wore gloves and a lab coat while troubleshooting and cleaning the leak. No one was exposed to the leak. No erroneous results were generated.